Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. The other two proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with four proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, suture placement with two proglide devices failed due to heavy calcification at access site. The sutures of another proglide device were successfully preplaced, but appear to have grabbed the back wall of the artery as the artery was closed off when the sutures were tightened following the tavi procedure. An occlusion was noted after completion of the tavi procedure. A surgical cut down was performed to unblock the closure and patch the site. Medication, heparin, was given. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filled medwatch report, additional information received: reportedly, the device issue for the first two proglide devices that failed was a cuff miss due to heavy calcification. No additional information was received.